Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the sutures of two proglide devices were pre-placed in an unspecified vessel via a 6f sheath prior to a mitraclip interventional procedure. The sheath was upsized to a 24f and the mitraclip procedure was completed. Reportedly, a suture break occurred with both proglide devices when attempting to close the vessel. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.